Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 2.3, 13.7, and 8.6 mmol/l. Tests were done within 20 minutes with a difference of 82%. Pt did not experience any adverse events. No further info has been reported.